Manufacturer narrative:
Continuation of d10: 6935m62 lead implanted: (B)(6) 2017 5076-52 lead implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. A remote monitoring transmission indicated that the cardiac resynchronization therapy defibrillator (crt-d) triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). Additionally, the crt-d displayed oversensing of non-physiologic noise on the atrial and ventricular channels, possibly resulting in false detection of episodes and inhibition of pacing. The noise was possibly 50 hertz noise consistent with electromagnetic interference. It was noted by the clinician that at the time of the event the patient was possibly using a lawn mower or other outdoor machinery. The device remains in use. No patient complications have been reported as a result of this event.